Event description:
The facility reported a fail code 812:02 on channel a. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event. No add'l info is known.